Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 10-100 colonies of enterococcus faecum, and when retested, 10-100 colonies klebsiella pnuemoniae, 10-100 colonies pseudomonas species and <10 colonies escherichia coli. The device remained quarantined and the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6). For an additional device reported by the user facility.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and the investigation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. However, it was noted that the device was stored in a typhoon bag in sterile storage and that the scope was already quarantined due to a fault with the washer when last reprocessed on 09nov2023. The washer was an in vitro tech steelco ds 1000. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.